Event description:
It was reported that during routine follow-up, the patient reported experiencing phrenic nerve stimulation. The stimulation could not be programmed around. The lead was programmed off. The patient was seen for follow-up on (B)(6) 2015 and was in good condition.